Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot the video chain, reseated pcb's, ordered parts, installed new power supply and image processor, and adjusted the power supply from 4.60vdc to 5.10 vdc. The system operates as intended.